Manufacturer narrative:
D10/d11: bi-500-01065 o-arm software - o2 v4.1.0 h3/h6: software logs were returned to the manufacturer and reviewed. Not a software issue. Log investigation found umbilical cable was disconnected and voltage ac not present, suspect the system was unplugged and lost power. Event can be resolved by checking cable connection and system reboot. Software functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue was unable to be replicated. It was noted that the logs indicated the possibility that the system was not fully charged. The system was left unplugged for a duration. After being fully charged for 24 hours, the system was functioning normally. The batteries, power tray, power conversion, and charger enclosure were all functioning normally. The system passed a system checkout. The software logs were received for analysis. Analysis was not completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the system was booted up, the image acquisition system (ias) was in standalone mode. A hard restart was attempted and it took a long time to boot up and was in standalone mode again. A third hard restart was attempted and the same result occurred again. There was no patient involved.